Event description:
Nicu staff have been noting recurring issues with filter tubing leaking. Carefusion alaris item number 20029e has a 0.2 micron filter. IV fluids including hyperalimentation and other IV fluids have been noted to leak out of the filter device during IV administration. The company has been notified and they are investigating the concern. They have been able to replicate the leaking and identify the issue as a possible damaged vent membrane without identifying the root cause of the damage. They have also notified the supplier.